Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that the blood glucose value shot up to 400mg/dl. Customer¿s blood glucose value at time of incident was 274 mg/dl and 316mg/dl and current blood glucose value was 397 mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.